Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The customer was contacted for return of the suspect product. The customer has responded and indicated the device was discarded and replaced. No product will be returned to zoll.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.